Manufacturer narrative:
Due to screw falling into open wound during surgery, it was determined that this event is reportable. Note: during our investigation, it was discovered that the assembly procedure did not specify a location for the loctite. This was corrected with a new revision to the procedure. All impacted personnel were trained on the new procedure. A review of device history shows this is the only incident of this type. During a file review, it was discovered that an MDR was inadvertently not originally sent to the FDA for this event.

Event description:
The facility reported that a screw fell out of the handpiece during surgery and fell into the open wound. There was no patient injury in this event.